Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multi-organ failure. An autopsy was not performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction, as well as death, as adverse events that may be associated with the use of the heartmate 3 lvas. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. An autopsy was not performed, and the device is not available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The device operated as intended and the patient's death was not device related.